Event description:
The handpiece was returned to the manufacturer as a trade-in without any malfunctions reported. During the evaluation it was found that the leafkey housing is chipping off. There was no pt involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.